Manufacturer narrative:
This report is filed october 18, 2016.

Manufacturer narrative:
This report is filed on (B)(6) 2016.

Event description:
Per the clinic, the patient experienced pain and a performance decrement with device use, resulting in the decision to explant the device. The device was explanted (B)(6) 2016, it is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2016.